Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer experienced nausea and vomiting the night prior to the hospitalization. Troubleshooting was not conducted as the customer was still in the hosp at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.